Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating february 2022 through june 15, 2024, under CAPA 12460641. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was not opening and not working when drugs were needed. The field service technician opened the back cover and pulled the drawer out and magnet fell off which was put back in place. Customers checked and through hardware test application it worked on all occasions to resolve the issue. The system functioned after the field service technician troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2 was not opening when drugs were needed. There were no adverse events or injuries reported based on this incident.